Manufacturer narrative:
Product analysis: the product was discarded by the facility, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (d cs), upon crossing the native valve, the patient blood pressure dropped. The valve was removed and attempts to improve blood pressure were unsuccessful. Cardiopulmonary resuscitation (CPR) and life saving measures were attempted but the patient expired on the table. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information received that an autopsy was performed and the physician does not attribute the event to the device but the results could not be obtained. If information is provided in the future, a supplemental report will be issued.